Manufacturer narrative:
One device was returned for repair in used condition. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. No evidence to review in event history log. Functional and visual evaluations were performed. During functional test the motor was making consistent noise. The cause was the motor. Replaced the motor and relubricated gears & cam shaft to fix reported problem and bring pump into full functionality. Device passed all functional tests after repair.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device motor was making a struggling noise. The event occurred during testing, there was no patient involvement.